Event description:
A customer reported experiencing vacuum and power issues during a procedure. The procedure was completed following a 20 minute delay. There was no impact to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).